Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the cassette itself or the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. D3, g1, and g2 email is: regulatory.responses@icumed.com

Event description:
It was reported that within forty-eight (48) hours the pump exhibited a "no cassette" alarm message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: france. D5, g5, h4 unavailable as device serial/item number has not been provided.